Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the doctor performed a total gastrectomy and fired the staplers on pylorus. The doctor found the tissue too thick and cannot formed a complete staple line proximally. Then, the doctor switched to use another device and still cannot complete the staple line. Then, the doctor switched again to use another device, but still, the tissue was too thick. The surgeon performed manual suture to close the wound that extends the surgical time for more than 30 minutes and additional operation to correct the issue. The surgery was originally laparoscopic procedure and then converted to open procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device noted no abnormalities. The single use loading unit (sulu) was received with a full complement of staples and the interlock was engaged. Damage was noted to the interlock. Functional testing was precluded due to the observed damage to the interlock. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur as a result of rough handling or attempting to close the device with the interlock engaged. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.